Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens with a -10.0/2.0/111 (sphere/cylidner/axis), was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6) 2024, the lens was exchanged for a longer length, spherical lens due to low vault without rotation. The problem was resolved. Cause of the event is unknown.